Event description:
Transdermal patch used in MRI and cardiac test. The lead patch. The leads for the cardiac monitor prior to my MRI or cat in ER was applied. After my tests, they pulled off the leads and one of leads burned my skin. The next day, it resulted in a large watery type skin burn blister that broke open leaking fluids which burned my skin. I have a large scar resulting from that monitor lead. It burned my skin. The size of the scar is about like a 50 cent piece. Diagnosis: kidney stone in ER. Only that one time.